Manufacturer narrative:
Ddbb1d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had small r waves. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.